Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
Reportedly, on (B)(6) 2011, the patient line was overflowing. The home patient (hp) wasn't connected to the home choice (hc) machine. The hp wanted to re-prime the patient line and got into fill. The technical service representative ended therapy. No clinical consequences for the patient were reported. No further information is available.